Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. Filter legs are 100% inspected during the mfg process and again at quality control to assure that the legs are not twisted prior to release. This was the first event reported for this lot. The sample could not be evaluated, as it remains implanted. It is unk if anatomical variances or procedural factors contributed to this event. The results of this investigation are inconclusive.

Event description:
It was reported that the filter deployed with the lower legs crossed. The doctor reentered through the jugular region with a catheter and guide wire and freed the legs. The filter remains implanted and the legs engaging the cava wall.